Event description:
Information received from the field does not address the patient's clinical status but notes that the device was found to be in back-up mode. After a software download, measured data gave a current drain of 183ua.